Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes . Device evaluation: product testing could not be performed because the device was not returned; however, the complaint photograph was evaluated. A crack like mark was observed on the surface. No further evaluation was performed. The complaint issue intraocular lens (iol) torn was not identified during photograph evaluation. The observed issues during evaluation could not be confirmed to be related to the manufacturing or design process. As a result of the investigation, there is no indication of a product quality deficiency. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had a flaw or crack on the optics. Account indicated that the lens was torn in the shooter, came out like this and remains implanted in the patient's eye. No further information provided.